Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that had 2 sites where noted bleeding at site immediately after infusion set insertion. The sites removed and changed infusion site to another area and also states that had one infusion set that did not stick upon insertion. The patient changed the infusion site and applied pressure to stop the bleeding. The infusion set was loose and leaking. The issue was first noticed after 24 hours. The infusion site is located on the abdomen. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
Device was returned for investigation. It was reported that as received, one infusion site was returned with the adhesive pad and flange present. The cannula was observed to be bent. No other damages or anomalies were observed. The complaint of an adhesive issue can be confirmed. However, a root cause analysis will be addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.